Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed insulation scan. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. (B)(4). The device manufacturer date is not known. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.